Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿alaris pump was programmed to drip 60 ml/hr and the rate was faster than programmed. Review of the programming logs showed it was programmed correctly. Clinical engineering analyzed the pump after the event and it failed a preventative maintenance test (accuracy rate failed and would not calibrate). FDA safety report ID # (B)(4)". Patient required an unspecified medical intervention. No further information was made available.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿alaris pump was programmed to drip 60 ml/hr and the rate was faster than programmed. Review of the programming logs showed it was programmed correctly. Clinical engineering analyzed the pump after the event and it failed a preventative maintenance test (accuracy rate failed and would not calibrate). FDA safety report ID # (B)(4)". Patient required an unspecified medical intervention. No further information was made available.